Event description:
It was reported that the patient had bacteremia. The patient was given antibiotic treatment. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407645, implantable pacing lead: (B)(6) 2012. (B)(4).